Event description:
Additional information received from the patient. It was reported that the patient's implantable neurostimulator (ins) was recalled and it quit working. Their doctor and a manufacturer representative helped to try to get it to work correctly; nothing worked right and they were getting tired of messing with the patient as they were a very busy practice. The ins quit working completely after 3 days and that was why it was recalled. They asked several surgeons to remove it and they all refused. It was painful and the ins no longer worked and hadn't worked since 2013. The original doctor who implanted the device said they could remove the battery portion but not the leads, but only if they had another ins implanted. They learned that the ins had been recalled in (B)(6) 2016. They were notified of this by the manufacturer and their healthcare provider. They had not been able to receive necessary mris; they needed an MRI to help diagnose having multiple sclerosis. The patient believed the manufacturer should pay for the removal of the device and to find a healthcare provider who was willing to remove it.

Manufacturer narrative:
This report was submitted due to information received in mw5112860. B3: date inaccurate, only the year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-05-14. It was reported the ins has been dead forever. The patient stated therapy never really helped since implant on (B)(6) 2013. The patient wants it out. The patient was redirected to their healthcare provider (hcp) to discuss explant of the ins and leads. The patient stated the ins died back in 2014 and she moved and never could get it to work. The patient stated it had been dead several times but was to get something. The patient stated she was sent a letter that the battery would need to be replaced. The patient mentioned she needs knee surgery and can hardly walk. The patient states she needs MRI. The patient wants to know who will be covering this surgery as the battery was defective. The patient was instructed that if the battery was charged and it goes into overdischarge, it is not essentially a defective battery. The patient stated she is having a CT scan as she cannot have an MRI. No further complications were reported/anticipated.